Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch. The patient is only making a claim for an adverse patient outcome against the ventralex. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, pain, scar tissue and mesh migration thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain and mesh migration as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Update fields: a2, a4, b2, b4, b5, b7, d4 (corporate lot no, product catalog no., UDI no., expiry date), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch. The patient is only making a claim for an adverse patient outcome against the ventralex. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was identified. The omentumand falciform ligament were reduced back into abdominal cavity. The redundant sac was excised. The defect was repaired using a ventralex mesh in underlay position. The polyethylene tails of the mesh were secured to the inferior and superior fascial edges with sutures.¿ attorney alleged that the patient had adhesions, mesh migration, pain & suffering and hernia recurrence. It is alleged that the patient had scarring, abdominal scar tissue, no belly button, trouble in lifting, mental anxiety and anguish.